Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate were manufactured and accepted into final stock on with no reported discrepancies. There has been one other event for the lot referenced.

Event description:
Sales rep reported while pre-drilling tibial baseplate trial, 1/8 drillbit with stop broke. Broken drillbit was found, no adverse consequences.